Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was visually observed on the right atrial (ra) lead. The issue was resolved by repairing the damage with medical adhesive. The patient was in stable condition.